Manufacturer narrative:
Patient information was unavailable from the site. A manufacturer representative went to the site to test the equipment. The reported issue was not able to be reproduced. The system passed the system checkout and was found to be fully functional. No parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the navigation system¿s screen froze temporarily during the procedure. The issue was resolved by going back a step in the software to the navigation task. Additionally, the trajectory views were discovered to be flipped upside down. This was resolved by rotating the views. There was no delay due to this issue, and there was no impact on patient outcome.